Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was getting a high dose of numbing agent from his pump and every time he requested a bolus, he lost control of his left leg. This happened when the healthcare provider (hcp) doubled the drug dose on ¿thursday before last week (B)(6)¿. The patient knew that was going to happen. Depending on position, sitting or standing, 1 out of 4 boluses made the left leg go mostly numb. The patient did not get out of bed without ¿checking his foot¿. The device system was used to deliver fentanyl and bupivacaine. Additional information received reported that the event was attributed to drug effects. The event was not due to programming. It was noted that the issue was that the dose of bupivacaine was too high. It was noted they decreased the bupivacaine concentration and the symptoms resolved. It was stated that the patient recovered without permanent impairment.